Event description:
Pacing and sensing failure of ventricular electrode. Clear defect in the insulation of the shocking lead. Bare coil was visible. Inspection of ICD showed burn markings on the ICD can.